Event description:
Reporter alleged blood glucose measured 173 mg/dl and customer had high glucose symptoms, so laid down. It was stated customer's son called 911 where the emergency medical technicians (emts) meter read 400 mg/dl 1/2 hour later. Reporter stated the emts took customer to the hospital where their meter read 402 mg/dl so customer was treated with an insulin IV. Customer indicated taking normal medications 4 hours earlier on the morning of the alleged incident and had eaten 2 hours before. No other actions were taken reportedly or treatment received. A request was made for the return of the suspect device and replacement product was sent.